Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd pen needle¿ ultra-fine iii needle broke off during use. The following information was provided by the initial reporter: material no. 320108, batch no. 8143539. It was reported that the needle broke off during use. Verbatim: update from cs0008012: from phone call on (B)(6) 2019 11:34:03: called consumer for additional information. Stated that the needle broke off just as the needle touched his skin, it did not go into his skin. He removed the needle and saved it. This occurred about two weeks ago. Consumer does not re-use, said he is a long time user of pen needles. No injury occurred, no medical attention. Product # is 320108. I was in the process of injecting myself with insulin using a insulin pen when the tip of the needle touched my skin it broke off. The needle is a 0.25mm x 8mm (31g x 5/16") lot 8143539, exp 2023-05. I have retained the broken needle .

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pen needle¿ ultra-fine iii needle broke off during use. The following information was provided by the initial reporter: material no. 320108 batch no. 8143539. It was reported that the needle broke off during use. Verbatim: update from cs0008012: from phone call on 2019-04-26 11:34:03: called consumer for additional information. Stated that the needle broke off just as the needle touched his skin, it did not go into his skin. He removed the needle and saved it. This occurred about two weeks ago. Consumer does not re-use, said he is a long time user of pen needles. No injury occurred, no medical attention. Product # is 320108. I was in the process of injecting myself with insulin using a insulin pen when the tip of the needle touched my skin it broke off. The needle is a 0.25mm x 8mm (31g x 5/16") lot 8143539 exp 2023-05. I have retained the broken needle.